Event description:
It was reported that the patient could not adjust her stimulation and had coupling issues between her recharger and the implantable neurostimulator (ins). The last time she felt her stimulation was 3 to 4 days ago and the last successful recharging session was 2 weeks ago. The use of the antenna locator (al) feature on the recharger resulted in a power-on-reset (por) error message being displayed which led to a normal recharging screen. With the assistance of the company representative, the patient was able to clear the por through the use of the patient programmer which resolve the issue. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model 3777-45, serial # (B)(4), implanted: (B)(6) 2008, explanted: na. Lead model 3777-45, serial # (B)(4), implanted: (B)(6) 2008, explanted: na. Recharger model 37752, serial # (B)(4). Extension model 3708160, serial # (B)(4), implanted: (B)(6) 2008, explanted: na. Extension model 3708160, serial # (B)(4), implanted: (B)(6) 2008, explanted: na. Programmer model unknown, serial # (B)(4).